Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that they were concerned, as another head was broken. The shaft was not connecting with the head, but didn't fall off in their mouth. No injury was reported.